Manufacturer narrative:
Citation: de biase c, et al. Supra-annular sizing for prediction of thv expansion in bicuspid aortic valves: a msct study. Structural heart. 2021; 5(4): 382-391. Doi: 10.1080/24748706.2021.1915515. Accepted author version posted online: 13 apr 2021. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Cif information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of multi-slice computed tomography to predict valve expansion in bicuspid aortic valve patients undergoing transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between 2013 and 2019. Of the 102 patients included in the study population (predominantly male, mean age 82.3 years), 48 underwent tavi with a medtronic evolut r or evolut pro valve system. No unique device identifier numbers were provided. The authors stated one patient received two transcatheter valves due to embolization of an initially implanted evolut r resulting in the implant of an edwards sapien 3. In addition, following tavi, under-expansion of the valve frame was observed among the 102 patients in the study, which may have been associated with evolut r or evolut pro. No additional adverse patient effects or product performance issues were reported.